Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hartmann procedure, the surgeon clamped the tissue, pressed the green button, pressed the center control button downward, but firing stopped immediately. The firing stopped before the staple stapled onto the tissue at the first firing. The new reload was connected and tried to fire again, but the same event occurred. Surgeon stopped using the device and performed resection with another instrument. The surgical time was extended by less than 30 min. There was no patient injury.